Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt experienced a pump stop while she was connected to a power base unit and sitting in a chair in the clinic. The pt's system controller was exchanged and the issue was resolved. The pt remains ongoing.

Manufacturer narrative:
The system controller was returned to the manufacturer, and the reported pump stoppage when the pt was connected to the power base unit (pbu) was confirmed in the system controller log file and during analysis. During evaluation, a puncture through the grey insulation of the black power lead was found. It appeared that an object penetrated the shield and then traveled through until it damaged the insulation of the brown and clear inner wires. The exposed clear inner wire if contacted with the shield can cause the pump to stop when connected to the pbu. The analysis could not conclusively determine the object that punctured the black power lead. A review of device history records showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.